Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they are having problems with their controller. Patient stated that when they go to shut off the stimulator, the controller says stimulation is turned off, but 5 minutes later they can still feel the stimulation in their back. Patient said this has happened several times since the last few weeks. Agent confirmed pt is using the stimulation off button. Pt added that when they will lock the controller and lay down for bed, pressure is put on their back and makes the connection greater and shoots down their legs instantly. Patient service specialist reviewed with patient that the only way to turn stim off is using the stim off button, or if the stimulator gets too low on the battery. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address feeling stimulation when implant is off. The caller was a medtronic rep and the reason for the call was because the patient was having difficulty with the patient remote connecting to the ins. The patient indicated that the remote will not find the ins and when they re-attempt the remote connects. The patient indicated that this occurs 2-3 times each week since the system was implanted. The patient indicated that when they attempted to connect the ins for charging and the loading wheel displayed the spinning animation on the screen but it did not connect to the ins and then timed out. The patient did not have the recharger with them at the time of the appointment to troubleshoot or provide the serial number. The patient has been having difficulty with changes in therapy. The caller indicated that they programmed adaptivestim during the appointment today to address the changes in therapy/positional stimulation effects. Pt called back stating they were having issues with the equipment and their rep called in a couple days ago and on the call the pts equipment was not acting up. Pt said that their controller was sporadic but only for a couple seconds. When recharging the ins it will recognize they were charging and when the ins would be at 70% they would check the status and when they did they got a spinning circle of please wait. Then they would get connect to the recharger and it was acting as if the rtm was not plugged in. Pt noted that when their controller showed stimulation was on the pts therapy felt off and when the controller showed stimulation off that was when they felt stimulation; the controller was not accurately reading the stimulation. It had done that two or three times in the last month.pts medtronic rep hooked up the tablet to their ins and said everything was good that the appointment. During call pt verified no damage to the rtm or to the controller charging port. Pt was rude stating something will be done today and it wont be like when the rep called in. Agent closed case. Additional information was received. The patient got his controller replacement, however, he still has trouble connecting to his neurostimulator with the controller. It took multiple times to connect, but with aa batteries in the controller it works as normal.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type h3: analysis of the (B)(4) intellis battery pack (s/n (B)(6) revealed unverified complaint- battery charged when placed in known good (B)(4). And was read by battery pack reader and met specification requirements. There were no other anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient got their controller replacement, however, they were still having trouble connecting to their neurostimulator (ins) with the controller. It took multiple times to connect, but with aa batteries in the controller it works as normal.

Event description:
Additional information was received from the patient. Patient reiterated they were in an accident back in (B)(6) 2023 they had "issues" with it, ins charging issues and a lot of equipment issues/replacements sent over the years they have had it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.